Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint: (B)(4).

Event description:
It was reported by the patient on medwatch maude report mw5073701: "I had a novasure done and was not informed of all of the risks. My uterine ablation failed and I ended up in severe pain, with trapped blood in my uterus which made me very sick. And ended up needing a hysterectomy. Again I was never informed of this risk". No other information was reported.